Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a laparoscopic liver resection procedure on (B)(6) 2022 when it was reported, ¿it was reported that the trocar fragments were found in the abdominal cavity during the surgery. After checking the trocar, the tip was missing. Not sure when it was lost. All fragments were removed using forceps.¿. Further information was made available on (B)(6) 2022 that reported the surgery was completed using an alternate device without any delays or health hazards. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received in original opened package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The device was damaged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(6), airseal 12/100mm lpi port, was being used during a laparoscopic liver resection procedure on (B)(6) 2022 when it was reported, ¿it was reported that the trocar fragments were found in the abdominal cavity during the surgery. After checking the trocar, the tip was missing. Not sure when it was lost. All fragments were removed using forceps.¿ further information was made available on 12dec22 that reported the surgery was completed using an alternate device without any delays or health hazards. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.